Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant attempt the helix on the lead took 5 turns to deploy outside the body but once implanted it took 12 - 15 turns to deploy the helix. The lead was successfully implanted and the capture threshold was high. Once the pocket was closed the thresholds decreased to a normal range. The p-wave signals were variable in size and the wide p-waves were being oversensed. The p-wave oversensing resolved after a few minutes. The lead remains in use. No patient complications have been reported as a result of this event.